Event description:
It was reported that during a da vinci hysterectomy procedure, the staff reportedly observed the prograsp forceps instrument to not function appropriately having thought that it could have possibly collided with another unspecified instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a derailed grip cable at the distal idler pulley and clamping pulley. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys might have contributed to the derailment. Failure analysis investigation also found that the pitch cable was frayed at the distal clevis hub. There was no damage found at the clevis. In addition, the distal end of the instrument's main tube had various scratch marks exhibiting light material removal with a rough surface finish. The scratches were short in length and not axially aligned with the tube. Scratches were also observed on the surface of the distal pulley. Evidence of corrosion was also found on the clamping pulleys by the cable rails area. The cause of the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.